Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the continuous glucose monitor (cgm) was not working. The patient¿s spouse stated on the evening of (B)(6) 2019, the cgm was not working. They indicated that the patient also uses an insulin pump but did not have it on at the time of event due to not having supplies. The patient was driven to the hospital because they were complaining that they were experiencing itchiness near the armpits and pain. The patient thought they were having a heart attack because they previously experienced one with similar symptoms. While in the emergency room (ER), the patient¿s glucose was tested, and it was 712 mg/dl. They started the patient on fluids and insulin via intravenous (IV) therapy where their blood glucose was brought down to 82 mg/dl. The patient was also provided oxygen and was sent to a different hospital via ambulance. The patient was in the hospital for approximately two days and received dialysis. At the time of contact, the patient was not feeling well and was scheduled for future treatments of dialysis. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.